Event description:
The customer reported to olympus that the colonovideoscope had an e315 error message and dirty contacts during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: switch and flexible printed circuit has corrosion due to water leakage, scope connector case unit is deformed, micro connector unit in scope connector is dirty due to water leakage, on water detection sticker 1b, dots are smudged and connected, due to wear of angle wire, bending angle in down direction does not meet specifications, objective lens has a scratch, and the cover of charged coupled device (ccd) cable is damaged, the investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The b5, e1 "telephone number," and g2 fields were corrected based on information available at the time of the initial submission. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The reportable malfunction (e315 communication error) was observed during device evaluation, and not originally reported by the customer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.